Event description:
Patient reported that they had to have a couple fillings that cracked redone on their right lower side. The dentist recommended that the work be done to prevent further damage. Patient provided letter of recommendation to continue aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.